Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings: on investigation, the display lens was noted to be scratched; damaged was confirmed. Additionally, the display was noted to be dim/faded and discolored. Unrelated to the original complaint, the pump case was cracked from the edge of the top right corner of the display lens to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (damaged) issue; scratched display. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.